Manufacturer narrative:
Date sent: 5/1/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted colon resection procedure the device was torn when the device was opened. Another device was used to complete the case with no pt consequence.